Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving marcaine and dilaudid at unknown doses and concentrations via an implantable infusion pump for spinal pain. It was reported that the personal therapy manager (ptm) indicated that the patient was locked out from receiving a bolus. The consumer reported that the patient had to wait 4 hours after getting a bolus to request another one. It was reported that the lockout was consistent with a lockout due to uplink interference. The patient reportedly already uses an antenna due to the pump being tilted. The consumer asked if this could be related to walking through a security gate on a cruise. The ptm was not present when passing through the security gate. It was reported the pump was very tilted and this began sometime after the implant. No symptoms were reported. No further complications were anticipated/reported.